Event description:
It was reported that the customer fell off a bike and onto the insulin pump. As a result, the belt clip was broken. Customer's blood glucose level was 577 mg/dl. Customer treated with a manual injection. Belt clip will be replaced as a courtesy. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-50571.